Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. The patients left iliac artery diameter ranged from 13.5-20.9mm and was severely angulated. It was reported that on follow up CT exam, a possible type ib endoleak on the left limb was identified. It is noted that future unknown treatment is planned at an unknown date. As per the physician, the cause of the event is unknown. No clinical sequelae were reported, and the patient will be monitored by their physician.

Manufacturer narrative:
Brand name: films. Review summary: the exact cause of the reported left distal type I endoleak could not be determined from the limited films provided. The anatomy at implant and earlier post-implant films were not available for review. A 3d-CT film report from 8+ years post-implant revealed that the bifurcate ipsi limb was seen positioned into the left common iliac artery. The left limb was essentially straight; the amount of limb seal engagement and endoleak assessment within the aaa sac could not be determined. There appeared to be lack of stent graft limb radial apposition with the left iliac as contrast was seen along the distal limb od. There was the potential for a distal type I endoleak, however, confirmation of contrast within the aaa sac from this location could not be confirmed. Distal to the left limb the iliac artery acutely flared out laterally, and the calcified vessel diameter ranged from 21 ¿ 17 ¿ 13mm. It is possible that disease progression with iliac artery dilatation and angulation may have contributed to the distal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction : device not available (discarded by user facility) additional information received on this case reported that a re-intervention to treat the type ib endoleak was carried out approxima tely 8.5 years post index procedure. During the re-intervention an endurant limb was implanted, it is reported that the stent graft landed slightly short of the hypogastric artery. A non-mdt stent graft was then implanted in order to extend coverage. Ballooning was then carried out and the event is now resolved. No other clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.